Event description:
While the unit was in use on a pt, the unit generated a "leak in iab circuit" alarm multiple times. The pt was switched to another unit and therapy was continued. No pt injury was reported. The biomed then observed electrical failure code 50 (motor speed out of spec) upon power up.